Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) generator was analyzed and the reported failure (error c-34 on start and mono coag) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was in decent condition. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer called intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that an erbe generator fault c-34 occurred. Monopolar was not working anymore. Prior to calling, the customer rebooted the generator, but the issue persisted. The tse informed about the possibility to proceed with the surgery using a 3rd party generator (force triad from coviden/ valley lab) and or swap the vision side cart (vsc) from another da vinci system which was not in use. At the moment of the call, customer did not make a decision in which way to proceed. Isi contacted the site and obtained the following additional information regarding this event: the operation was completed and the da vinci tower with the erge generator from the neighboring room was used for the subsequent operation. It is unknown if the customer used a third-party generator to complete the procedure or swapped out the vsc.